Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2026, where the adhesive patch and cannula housing separated from the spring prior to insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.